Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 12-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (concentration: 20 mg, dose rate: 4.86418 mg/day) and bupivacaine (concentration: 15 mg, dose rate: 3.64814 mg/day via an implantable pump for spinal pain. It was reported that the residual volume on (B)(6) 2020 was 18.2 ml and the expected pump reservoir volume was 3.1 ml. A pump check was scheduled on (B)(6) 2020 and the doctor was unable to aspirate cerebrospinal fluid (csf). The patient was then scheduled for intrathecal catheter revision on (B)(6) 2021. A kinked intrathecal catheter in pocket was observed at the time of surgery on (B)(6) 2021. The device diagnosis and clinical diagnosis were a catheter kink. The catheter was explanted/replaced. The device disposition was unknown. The event was resolved without sequelae as of (B)(6) 2021. Regarding etiology, the relationship of the event to the device or therapy was not related, and the relationship of the event to the implant procedure was not related.

Event description:
Additional information received from a healthcare provider via a clinical study reported the event was possibly related to the device or therapy.

Manufacturer narrative:
Continuation of d10: product ID 8784, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.